Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect three months after implant. The pt also experienced pain. There was no known incident or accident related to the event. The patient's neurostimulator was explanted as she needed to have an MRI.